Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 27mm watchman flx closure device and delivery system (wds) were inserted and snapped properly into the was. Prior to wds deployment, fluoroscopy was taken and the wds was observed to have perforated through the back wall of the laa and was in the pericardial space. The wds was pulled back, deployed in the proper location, and released. A small pe was observed. The patient remained stable, and no intervention was required. It was further reported that the patient experienced cardiac tamponade and heart failure requiring percutaneous drainage and surgical intervention.

Manufacturer narrative:
H6: impact code corrected from "no health consequences or impact" to "surgical intervention" and "additional device required".

Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 27mm watchman flx closure device and delivery system (wds) were inserted and snapped properly into the was. Prior to wds deployment, fluoroscopy was taken and the wds was observed to have perforated through the back wall of the laa and was in the pericardial space. The wds was pulled back, deployed in the proper location, and released. A small pe was observed. The patient remained stable, and no intervention was required.